Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. Technical support engineer (tse) checked the logs, errors 31087, 32202, 282, 31010 and 41091 verified. Tse asked to remove and reinstall the sterile adaptor (sa) and the instruments. As a result of the installation of the tools, the problem no longer appeared. No site visit was conducted. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was unable to be performed, the reported event was unable to be confirmed or replicated. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to the technical support engineer (tse) that the instruments moved on their own. The tse checked the system logs and the errors were confirmed. The surgeon complained that the instruments moved alone and could no longer take control. The procedure was completing as planned with no reported injury.